Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) which required treatment but the device applied supraventricular tachycardia criteria and withheld detection. It was also noted that previous nonsustained episodes were seen and the ventricular tachycardia was slow which prevented the rule from detecting the true vt. The device remains in use. No further patient complications have been reported as a result of this event.